Manufacturer narrative:
(B)(4). D10 ¿ metasul durom, component for acetabulum, uncemented, 48/42, code h, item#01.00214.048. Head adapter l/+4 12/14-18/20, item#01.00185.147, lot#2263626. Mayo 12/14 medium, item#00-8026-012-00, lot#60253364. G2 ¿ foreign ¿ france. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00452-1. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by legal that the patient underwent an initial right total hip arthroplasty about eighteen (18) years ago. Subsequently, sixteen (16) years ago patient experienced a manipulation under anesthesia (mua) due to dislocation. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. It was reported by legal initial right total hip arthroplasty in the summer 2005. In the summer 2007, the patient underwent a manipulation under anesthesia due to dislocation following a movement of flexion and internal rotation when trying to get up from a chair. The hip was reduced without complications, and an immobilizer was applied. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices are used for treatment. Medical records including a dislocation record dated summer 2007 were received and reviewing by the nurse review group (hcp). Of note, the dislocation record is contained within medical records received. Findings of the dislocation record include: contributing factor related to patient condition (coxarthrosis with coxo-femoral dysplasia). Contributing factor: dislocation following a movement of flexion and internal rotation when trying to get up from a chair. Further review by an hcp: a dislocation (22 months post-operative) with a large head (42 mm) is very uncommon and could possibly indicate a malpositioning of the implants. An bad estimation of the cup positioning could be made based on the exhibits: estimated inclination: 55°. Estimated anteversion: 0°. Based on the given information and results of the investigation, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.